Event description:
Dealer states hi low crank is broken.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2013-01850 indicting the brand name as a powered patient rotation bed when in fact it is an ac-powered adjustable hospital bed, including rails.